Event description:
It was reported that access circuit thrombosis occurred requiring reintervention on the target lesion. On (B)(6) 2025, the subject was enrolled into ranger av japan study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the right arm swing point with 5.8 mm reference vessel diameter, 80 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm boston scientific bravus balloon with residual stenosis of 5 %. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 5 %. Post procedure, the subject was advised to continue ongoing clopidogrel and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted to have decreased blood flow and pulsation from avf, indicative of av access dysfunction. A beat was observed when the dorsal branch of the hand was pressed. On the same day, a right shunt ultrasound was performed due to vascular access failure, which demonstrated a blood flow of 866 ml/min, resistance index of 0.62, and acceleration time (at) of 113 ms. Partial occlusion was noted near the puncture site. There were many flow volumes (fv) into the medical branch, with a compression flow volume of 465 ml/min. And a retrograde flow into the dorsal branch of the hands was noted. Based on the above findings, on (B)(6) 2025, 4 days post index procedure, the subject was diagnosed with access circuit thrombosis, with the location of thrombosis "in cannulation zone". At the time of the event, the subject was on clopidogrel and anticoagulant medication. Shunt limb compression was the potential cause of access circuit thrombosis and reintervention. The majority of all the thrombus were removed with massage; however, slight residual stenosis persisted at the sheath insertion site. Pre reintervention assessment revealed flow volume (fv) of 801 ml/min, resistance index (ri) of 0.61, systolic blood pressure of 155 mmhg, and diastolic blood pressure of 102 mmhg. On (B)(6) 2025, 4 days post index procedure, 100% thrombotic stenosis noted in the right arm in cannulation zone with 100 mm length was treated by percutaneous intervention using a 6 mm x 80 mm 35yoroi balloon. The thrill became favorable and the procedure was completed. The final residual stenosis was noted to be 5 %. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the swing point, with 5.2 mm reference vessel diameter, 50.83 mm length, and 63.46 % diameter stenosis. Pre-existing aneurysm was present prior to pre-dilatation and remained unchanged after test device usage. Post test device usage, the diameter stenosis was noted to be 18.75 %. No other complications were noted after pre-dilatation and test device usage. Event core lab duplex ultrasound findings dated 05-sep-2025 revealed right radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 227 cm/s, patent arterial anastomosis with peak systolic velocity of 536 cm/s, patent proximal access with peak systolic velocity of 234 cm/s, patent mid access with peak systolic velocity of 231 cm/s, patent distal access with peak systolic velocity of 183 cm/s, and patent axillosubclavian junction however peak systolic velocity was not obtained at this site. Reintervention core lab angiography findings dated 05-sep-2025 prior to reintervention revealed, complete thrombotic occlusion in the target lesion with 6.3 mm reference vessel diameter, and 188.86 mm lesion length. Post-reintervention assessment revealed no thrombus with 18.97 % diameter stenosis. Additionally, pre-treatment imaging had demonstrated no flow within the fistula, which may have been attributable to in situ thrombosis or vasospasm, with subsequent resolution observed post-treatment. The outcome of the event was considered as resolved